Event description:
Reporter alleged obtaining the results of 50 mg/dl and 135 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he had taken his medication for diabetes, documented as 1000 mg of metformin, about an hour prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Corrective action was taken to address this issue (see CAPA # (B)(4)) and an ongoing investigation is being conducted.

Manufacturer narrative:
Product evaluation: the endoplege balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually there is significant wall thinning in the area that burst and the edges of the burst are jagged. Water was introduced through all of the device lumens and the water flows from where it should. The contamination guard was cut off of the device to expose the device shaft. The device shaft was visually inspected and there are two sharp kinks. There are also two sharp kinks that appear as if the device shaft was twisted. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. Post sterile test results were reviewed for rupture volume. The minimum volume to rupture the balloon was 16cc and the maximum volume to rupture the balloon was 76cc. A device history record review was performed and this device passed all requirements with no nonconformances. Root cause could not be determined therefore no corrective action will be taken at this time however we will continue to monitor trends on a regular basis per procedure.

Manufacturer narrative:
Device is expected to be returned for evaluation, but has not yet been received by the manufacturer.

Event description:
It was reported that the account had an endoplege balloon rupture. The case was an mitral valve case. The balloon burst after they went on bypass with 1.5cc. According to the doctor, the patient had a large coronary sinus.